Manufacturer narrative:
Follow up information received on 01-feb-2016: follow-up attempts have been completed with no response to date. No further follow-up will be pursued. Company causality comment: this is a medically confirmed spontaneous case report. It refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and has experienced worsening chronic pain. The physician informed that the patient has a laparoscopic procedure scheduled. This event is listed in the reference safety information for essure. Considering the nature of this event, the lack of alternative explanation and the implied compatible temporal relationship, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal will be required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on 20-oct-2015 which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 with lot number 836499. Patient has experienced worsening chronic pain and she is scheduled to have a laparoscopic procedure. Product technical complaint (ptc) investigation result received on 04-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed, therefore, a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this is a medically confirmed spontaneous case report. It refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and has experienced worsening chronic pain. The physician informed that the patient has a laparoscopic procedure scheduled. This event is listed in the reference safety information for essure. Considering the nature of this event, the lack of alternative explanation and the implied compatible temporal relationship, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal will be required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.